Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The caller stated that the bearing to the fork stem on neutron power chair wore out and got really loose causing the receiving tube to flare out which cause damage to the frame of the chair.